Event description:
It was reported that on an (B)(6) 2023 a patient received a novasure procedure. The patient came back to the emergency room 3 months later with uterine abscesses. Additional information from the procedure was received: procedure involved a hysteroscopy, sampling of endometrium and novasure ablation. No lot numbers were available. Nothing else about the novasure procedure was remarkable. Physician stated it was straightforward. Passed cia on first attempt on multiparous patient. Physician performed a post ablation hysteroscopy and the cavity appeared fully ablated. Pathology report showed proliferative phased endometrium without hyperplasia. Patient went home after procedure and had no initial complaints; patient had some spotting since the procedure. Physician stated she did not have suspicion of adenomyosis. Patient has surgical history of c-section. Surgeon stated patient has no history of salpingectomy or tubal occlusion. Patient came to emergency department on (B)(6) 2023 complaining of lower abdominal pain with an acute onset, describing it as ¿something popped or pulled. Physician stated patient was very tender, denied fever and denied elevated wbc. She had a CT scan and ultrasound performed. CT scan reported a suspicion of intrauterine abscess with homogeneous appearance with tubal inflammation. The area measured 1.4 x 3.6 and was near the serosa. The ultrasound suggested a communication between the serosal area mentioned and the endometrial cavity. The total size was 2.4 x 3.7 x 2.7. An ovarian lesion was also noted. At this time, the physician will continue to monitor the patient. The patient has been prescribed antibiotics. No other information available.

Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant h3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.